Event description:
It was reported that the patient was having trouble with the recharging unit and was last able to get communication with the implantable neurostimulator (ins) the weekend prior to the report. Additionally, the patient was unable to feel stimulation at the time of the report and last felt stimulation a week prior to the report. At the time of the report, the patient was unable to communicate with both the recharger and patient programmer. No further information was provided. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).